Event description:
The customer reported that during a patient event where the patient was only being monitored, their device lost power two or three times. The customer indicated that the device could be powered right back on following each of the power losses. No additional information regarding the reported patient event has been provided. The customer did not suffer any adverse outcome as a result of the reported power issue.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.